Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited intermittent left ventricular shock impedance measurements of greater than 200 ohms shortly after implant. There were pace impedance measurements of greater than 3,000 ohms observed as well. The patient had undergone a non-invasive programmed stimulation procedure in which the impedance measurements were within normal range. There was non physiologic noise observed on the shock channel as well as odd looking pacing morphologies. The device was reprogrammed. The device remains in service at this time. No adverse patient effects were reported.